Manufacturer narrative:
Attempts to obtain additional information and device were unsuccessful. Without additional information or device, the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that a 27mm mitral bioprosthetic valve was explanted after an unknown implant duration for unknown reasons. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional manufacturer narrative: surgeon reportedly had difficulty with the sutures/template being loose or found threads coming apart on the holder. The issue involves an allegation of the product not being attached properly to the holder/template. There have been rare reports of loose retention sutures that secure the device to the template. This will not interfere with the surgeon being able to place the device accurately. Therefore, this issue would likely not result in a serious injury or death. In this case, the surgeon decided to not use the valve. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.